Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the pump was returned with moisture present in the battery compartment and behind the display lens. The battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. The pump had no audible or vibratory features and the display screen remained blank. The pump history and black box data could not be downloaded from the pump. The pump failed leak test due to the battery compartment cracks. Internal moisture damage was present in pump. Investigation could not be fully completed as a result of the pump not being able to fully power on.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power and that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.